Event description:
Patient reported questioning the bolus calculation on the meter. Patient confirmed that all settings are correct, but he is concerned that his bolus calculations are incorrect because the meter is using the wrong insulin on-board data. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.